Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced a low blood glucose event, with a nadir of 62 mg/dl, lasting about 30 minutes, after receiving device alerts for low glucose; the user did not seek medical care and did not require assistance. Symptoms included hypoglycemia without loss of consciousness or dizziness. Outcomes included self-limited low glucose with subsequent recovery, as evidenced by a later reading of 159 mg/dl, and no residual effects. Investigation included user interview, troubleshooting, and education addressing urgent low and low glucose alerts. Investigation of this case revealed no device malfunction or component failure and no need for medical intervention, and the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undeterminable. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.